Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during pre-implant interrogation, presumably due to cold weather. Device data was requested to perform analysis and potentially clear the alert. No patient involvement.